Event description:
It was reported that the patient underwent a stage I trial of the neurostimulator system on (B)(6) 2012 with bilateral implantation of the leads. It was noted that the patient had excellent results with both lead placements. However, the patient could not get insurance approval for the next stage ii implant in a timely fashion ("quite sometime") despite multiple attempts by both physician and patient for information. During this waiting interval, the patient developed infections at both lead insertion and exit sites. Consequently, the patient underwent a procedure for removal of both left and right leads in a day surgery setting. The physician left the temporary pocket site open to heal by secondary intention. The patient recovered rapidly and finally received approval for the stage ii phase. On (B)(6) 2012, the patient underwent successful implantation of the permanent neurostimulator system. The patient had excellent healing with no signs of infection. The patient was reported as "quite pleased" with the resulting therapy.

Manufacturer narrative:
Product ID neu_unknown_lead, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead; product ID neu_unknown_lead, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead. (B)(4).